Event description:
It was reported the intellivue mx450 patient monitor displays a speaker malfunction error message and there is no audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 reporting institution phone # (B)(6). The philips remote solution leader spoke with the customer and based on the information provided it was determined a main board replacement was needed. Based on the information available, the cause of the reported problem was the main board. The reported problem was confirmed. The device remains at the customer's site. A replacement main board was ordered and shipped to the customer's site to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.